Event description:
A customer from (B)(6) reported to biomérieux a false negative result for a mycobacterium tuberculosis (mtb) ascitic fluid sample in association with the bact/alert® mp (plastic) culture bottle. The sample was decontaminated and then inoculated in a mp bottle. The customer stated the mtb was growing on lowenstein-jensen culture medium but not growing in the mp bottle, although growth should be slower with lowenstein-jensen than the mp bottle. The customer reported there was no reporting delay or impact to patient results or treatment. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a false negative result for a mycobacterium tuberculosis (mtb) ascitic fluid sample in association with the bact/alert® mp (plastic) culture bottle. The strain was identified by the customer as mycobacterium tuberculosis. The ascitic fluid was decontaminated like sputum using n-acetyl-l-cysteine and then inoculated in the bact/alert® mp bottle but no other information or details were provided. An internal biomérieux investigation was performed. The graph associated with the test appears negative. The customer did not provide enough information to fully evaluate the issue. Technical information regarding the volume of sample used for inoculation, the lot number of the bottles, or if the patient was receiving treatment were not answered. Manufacturing direction (md) review was not able to be performed because the lot number was not provided by the customer. The IFU suggests liquid culture medium be used along with solid medium for primary culture and provides cautionary statements and limitations regarding the recovery of mtb in the bact/alert® mp bottles. A query of the complaints for false negative results did not identify related complaints. The customer was not able to provide any lot numbers, samples, or strains. Retained bottle testing was not possible because the customer was unable to report the lot number. A root cause is not able to be determined based upon the information provided by the customer.